Manufacturer narrative:
Concomitant products 7479b pain stim ipg implanted: (B)(6) 2006, 3093-28 x2 lead implanted: (B)(6) 2006; 748910 extension x2 implanted: (B)(6) 2006.

Event description:
It was reported that the patient developed endocarditis, and the device was subsequently explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.